Event description:
It was reported by the pt's peritoneal dialysis nurse that according to the pt, during the first cycle of treatment, the blue pin was noticed to be "locked into place, rendering the cycler set unusable. The pt fiddled with the pin unsuccessfully, trying to pull it out, then stopped treatment and restarted with a new cycler set and fresh solution. The pt subsequently experienced difficulty filling and then draining, reportedly related to her tendency to produce fibrin. After stopping treatment and restarting with new supplies several times without resolution, she switched to manual exchanges and successfully completed treatment. Two days later, on (B)(6) 2013, the pt experienced abdominal discomfort during treatment and her effluent was cloudy, so she was placed on intraperitoneal (ip) antibiotics as a precaution. The following day, her effluent tested positive for peritonitis. Her physician reportedly attributes the peritonitis to the pt fiddling with the blue pin during treatment, potentially causing a break in the sterile circuit. The pt stopped the ip antibiotics on (B)(6) 2013 and is fine; the peritonitis has resolved. Sample available.

Manufacturer narrative:
The pt's related medical records were requested but have not been received to date. The device has not yet been received for physical eval. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.